Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experience elevated blood glucose (bg) level of 450 mg/dl since starting pump therapy on (B)(6) 2016. The customer would administered manual injections to stabilize bg level. The customer decline to troubleshoot elevated bg level. In addition, the customer reported to have noted air bubbles regularly in the infusion set line since starting pump therapy on (B)(6). The exact location was not provide and the customer declined to troubleshoot with tandem technical support.